Event description:
Reporter indicated that vns pt developed a staph aureus infection following generator reimplant surgery. The pt had previously undergone generator explant due to infection and was reimplanted 5 months later. It was initially reported that the pt presented at follow-up visit 8 days post-reimplant with a "puffy area around the generator" and fluid build up. It was reported at that time that there were no signs of infection; however, antibiotics were prescribed. Further follow-up with treating neurologist revealed that the event had resolved. Eleven months later, treating neurosurgeon indicated that the pt presented with "cottage cheese" looking drainage at the neck incision site. Again it was reported that there were no signs of infection and that the pt had recently completed a course of antibiotic treatment. Neurosurgeon believed that the pt had developed a keloid and was considering exploratory surgery. The site was reportedly not eroding. One month later, it was reported that cultures were positive for staph aureus. The infection was treated with antibiotics and I&d and has reportedly resolved.